Manufacturer narrative:
(B)(4). It was reported the patient was "in her 40's". The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. On an unreported date, the patient was treated with unknown antibiotics. The cause of the peritonitis was a breach in aseptic technique further described as incomplete handling and contamination of device with pet¿s hair. It was reported the patient was hospitalized the same day as onset ¿for scheduled checkup unrelated to the peritonitis¿. On an unreported date, during hospitalization the patient was retrained on proper method of pd procedure and maintenance of room condition when she changed the bag of pd solution. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available.